Event description:
It was reported the patient no longer had stimulation, and the issue had started 2 months prior. The sjm representative met with the patient and was unable to communicate with the ipg using external devices. It was reported the physician may undertake surgical intervention to address the issue. The diagnostic parameters could not be identified to determine if the ipg had reached normal end of life.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.